Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. Device received with cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call partial display anomaly on the insulin pump. Troubleshooting was not performed. Customer advised the were unable to see the through the display screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.